Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent went a total knee replacement on an unknown date and a surgical sealant was used. Post-operatively, the patient developed a wound dehiscence. The wound was then closed with suture. Additional information has been requested.